Event description:
Dr reported that 2 implant sites underwent surgical intervention to preclude progressive bone loss. Soft tissue infection was present. Pt is reportedly fine. Pt is same pt as prior MDR report and medwatch report #2023141-1996-00235.